Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a health care professional via a manufacturing representative regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity on this report date, post-op (scheduled replacement), the patient experienced clonus. There were no applicable factors that may have led or contributed to the issue. A dyes study was to be performed on (B)(6) 2016. At the time of this report, the issue was not resolved and patient status was ¿alive ¿ no injury¿. Surgical intervention did not occur and it was unknown as to whether it had been planned (B)(6) 2016 lfc (hcp): additional information was received from a healthcare provider (hcp). A dye study was performed and mild resistance with dye insertion was noted. However the issue subsequently resolved. The physician also increased the patient's dose and gave the patient laxatives. The cause was noted to be possible constipation and a possible kink in the catheter. The patient's symptoms resolved after the dye study/"bom".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.